Event description:
Burn blister [burns second degree], applied the heat wraps directly on the skin [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) lot: cl5967 expiry date: jun2022, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient experienced burn. The patient applied the heat wraps directly on the skin. According to her, she tolerated the product very well for 2 days and the burns (the photos of the burns show burn blisters) occurred when buying a new pack in our pharmacy. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Batch cl5967 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm: s3. Site sample status: not received.

Event description:
Event verbatim [preferred term] . Applied the heat wraps directly on the skin [device use error], burn blister [burns second degree], , narrative: this is a spontaneous report from two contactable pharmacists. A 63-year-old female patient started to use thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist), lot: cl5967 expiry date: (B)(6) 2022, applied at 1 piece once a day on the skin on (B)(6) 2020 for pain. Medical history was not reported. No concomitant drugs were taken. The patient was not taking any relevant medications, including topical medications, at the time of the adverse event burn blister. The patient experienced burns. The patient applied the heat wraps directly on the skin 1 piece once a day on the skin from (B)(6) 2020 to (B)(6) 2020 for pain. According to the patient, she already applied the product earlier and it was tolerated well: from (B)(6) 2020 to (B)(6) 2020 for pain 1 piece once a day on the skin for 2 days and the burns (the photos of the burns show burn blisters) occurred when buying a new pack in the pharmacy. The pharmacist later reported the patient experienced event burn with blister from (B)(6) 2020 to (B)(6) 2020 with seriousness criterion of medically significant. The pharmacist considered event as related to thermacare. Thermacare was permanently withdrawn due to event. Event disappeared after thermacare was stopped. No surgical intervention, such as debridement was required and treatment burn and wound ointment was received. The patient was not expected to experience long-term sequelae such as scarring. The action taken in response to the events of the product was permanently withdrawn in feb2020. The outcome of the event "burn blister" was recovered on (B)(6) 2020, of the other event was unknown. Per the product quality group: batch cl5967 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm was provided as s3. Site sample status was not received. Follow up ((B)(6) 2020): new information received from product quality group includes : investigation results. Follow-up ((B)(6) 2020): new information reported from the contactable pharmacist includes: suspect product details (therapy date, usage information, frequency, indication), action taken (updated to permanently withdrawn), deny of concomitant medications and event details (onset date, outcome, treatment received). No follow-up attempts are needed. No further information is expected. Follow-up ((B)(6) 2020): follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2020): new information from the contactable pharmacist includes confirmation that start date of thermacare was (B)(6) 2020 and onset date of the event "burn blister" was (B)(6) 2020. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No further investigations or actions are suggested at this time.

Event description:
Applied the heat wraps directly on the skin [device use error], burn blister [burns second degree]. Narrative: this is a spontaneous report from two contactable pharmacists. A 63-year-old female patient started to use thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist), lot: cl5967, expiry date: jun2022, applied at 1 piece once a day on the skin on (B)(6) 2020 for pain. Medical history was not reported. No concomitant drugs were taken. The patient was not taking any relevant medications, including topical medications, at the time of the adverse event burn blister. The patient experienced burns. The patient applied the heat wraps directly on the skin 1 piece once a day on the skin from on (B)(6) 2020 for pain. According to the patient, she already applied the product earlier and it was tolerated well: from on (B)(6) 2020 for pain 1 piece once a day on the skin for 2 days and the burns (the photos of the burns show burn blisters) occurred when buying a new pack in the pharmacy. The pharmacist later reported the patient experienced event burn with blister from on (B)(6) 2020 with seriousness criterion of medically significant. The pharmacist considered event as related to thermacare. Thermacare was permanently withdrawn due to event. Event disappeared after thermacare was stopped. No surgical intervention, such as debridement was required and treatment burn and wound ointment was received. The patient was not expected to experience long-term sequelae such as scarring. The action taken in response to the events of the product was permanently withdrawn in feb2020. The outcome of the event "burn blister" was recovered on (B)(6) 2020, of the other event was unknown. Per the product quality group: batch: cl5967 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm was provided as s3. Site sample status was not received. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this customizable citi search, a trend does not exist for the subclass adverse event / serious / unknown for neck / shoulder / wrist pain therapy heat wrap 12 hour products. Refer to the 36-month trend chart attachment refer to attachment adverse event nsw 12hr 02-20-2017 to 02-20-2020. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from (B)(4), complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation. Follow up (07apr2020): new information received from product quality group includes : investigation results. Follow-up (04jun2020): new information reported from the contactable pharmacist includes: suspect product details (therapy date, usage information, frequency, indication), action taken (updated to permanently withdrawn), deny of concomitant medications and event details (onset date, outcome, treatment received). No follow-up attempts are needed. No further information is expected. Follow-up (17jun2020): follow-up attempts completed. No further information expected. Follow-up (23jun2020): new information from the contactable pharmacist includes confirmation that start date of thermacare was 11feb2020 and onset date of the event "burn blister" was 12feb2020. Follow-up attempts are completed. No further information is expected. Follow-up (16oct2020): new information received from product quality group includes updated trend information. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No further investigations or actions are suggested at this time.

Manufacturer narrative:
Batch: cl5967 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm: s3. Site sample status: not received. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this customizable citi search, a trend does not exist for the subclass adverse event / serious / unknown for neck / shoulder / wrist pain therapy heat wrap 12 hour products. Refer to the 36-month trend chart attachment refer to attachment adverse event nsw 12hr 02-20-2017 to 02-20-2020. This investigation was reopened to change information in the lot trend assessment & rationale and expedite trend assessment & rationale sections. This change was due to a deviation found from (B)(4), complaint trending guidelines, effective dates 19-nov-2019 and 24-feb-2020. A notification of nonconformance was opened (B)(4). This deviation will not change the conclusion of the investigation.

Manufacturer narrative:
Batch cl5967 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm: s3. Site sample status: not received.

Event description:
Event verbatim [preferred term], applied the heat wraps directly on the skin [device use error], burn blister [burns second degree]. Narrative: this is a spontaneous report from two contactable pharmacists. A 63-year-old female patient started to use thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist), lot: cl5967 expiry date: jun2022, applied at 1 piece once a day on the skin in (B)(6) 2020 (pending clarification) for pain. Medical history was not reported. No concomitant drugs were taken. The patient was not taking any relevant medications, including topical medications, at the time of the adverse event burn blister. The patient experienced burns. The patient applied the heat wraps directly on the skin 1 piece once a day on the skin from (B)(6) to (B)(6) for pain. According to the patient, she already applied the product earlier and it was tolerated well: from (B)(6) 2020 to (B)(6) 2020 for pain 1 piece once a day on the skin for 2 days and the burns (the photos of the burns show burn blisters) occurred when buying a new pack in the pharmacy. The pharmacist later reported the patient experienced event burn with blister from (B)(6) 2020 to (B)(6) 2020 with seriousness criterion of medically significant. The pharmacist considered event as related to thermacare. Thermacare was permanently withdrawn due to event. Event disappeared after thermacare was stopped. No surgical intervention, such as debridement was required and treatment burn and wound ointment was received. The patient was not expected to experience long-term sequelae such as scarring. The action taken in response to the events of the product was permanently withdrawn in (B)(6) 2020. The outcome of the event "burn blister" was recovered on (B)(6) 2020, of the other event was unknown. Per the product quality group: batch cl5967 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm was provided as s3. Site sample status was not received. Follow up (07apr2020): new information received from product quality group includes : investigation results. Follow-up (04jun2020): new information reported from the contactable pharmacist includes: suspect product details (therapy date, usage information, frequency, indication), action taken (updated to permanently withdrawn), deny of concomitant medications and event details (onset date, outcome, treatment received). No follow-up attempts are needed. No further information is expected., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No further investigations or actions are suggested at this time.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , applied the heat wraps directly on the skin [device use error] . Case narrative:this is a spontaneous report from a contactable pharmacist. A 63-year-old female patient started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) lot: cl5967, expiry date: jun2022, via an unspecified route of administration from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient experienced burns. The patient applied the heat wraps directly on the skin. According to the patient, she tolerated the product very well for 2 days and the burns (the photos of the burns show burn blisters) occurred when buying a new pack in the pharmacy. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. Per the product quality group: batch cl5967, is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm: s3 site sample status: not received. Follow up (07apr2020): new information received from product quality group includes : investigation results., comment: based on the information provided, the events of "burn blisters" and "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No further investigations or actions are suggested at this time.

Manufacturer narrative:
Batch cl5967, is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn". The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Based on the complaint narrative the preliminary investigation findings suggest customer experience burn blisters. A full investigation was not performed as providing the batch record information is the manufacturing site's requirement. Therefore, a summary investigation was performed. Based on the complaint narrative, the patient sustained burn blisters with product use. Review of complaint description concludes there is device malfunction. Severity of harm: s3. Site sample status: not received.